Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was underdelivering and pump kept beeping that had low reservoir. Customer stated that insulin pump was complicated with too many buttons to push and insulin pump passed self test and passed displacement test. Customer bolused because her blood glucose was high. Customer alleged pump was over delivering because pump kept beeping that she has low reservoir at 20 unit. Customer experienced low blood glucose level. Customer blood glucose level was 76 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.